Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 460 mg/dl at the time of incident. The customer treated high blood glucose with apple juice and rice "crispies". Customer declined troubleshooting for high blood glucose. Customer states self test was passed. Customer states insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).